Manufacturer narrative:
(B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted late as it has been identified in remediation. O'connor, j. (1991). "The role of meniscal bearing vs. Fixed interface in unicondylar and bicondylar arthroplasty." Controversies of total knee arthroplasty. The article is not attached as it exceeds the size limit.

Event description:
Information was received based on review of a journal article entitled, "the role of meniscal bearing vs. Fixed interface in unicondylar and bicondylar arthroplasty". The article addresses a case that required a revision due to loose component. There has been no further information provided and the patients outcome is unknown.